Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise on the rate/sense channel exhibited by this implantable defibrillation lead. The episodes of noise occurred in the morning, and the rv pacing impedance and threshold measurements were stable. Additional information was provided that the noise was reproducible when the patient took deep breaths, and resulted in ventricular pacing inhibition. The noise was detected in nominal sensitivity, not in least sensitivity.